Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. An internal inspection was performed and failed. The allegation was confirmed due to the finding of a detached/broken needle/cannula. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a needle missing occurred. The sensor was inserted into the arm on 3/22/2024. Product was provided for investigation. The allegation was confirmed due to the finding of a detached/missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).